Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited oversensed noise resulted to pacing inhibition with greater than two seconds asystole. Diaphragmatic stimulation was suspected. At this time, no intervention has been performed to resolve this issue. No adverse patient effects were reported.